Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer put the battery in the insulin pump and alarmed failed battery test at least three times. Customer reported there are ridges between the up and down arrows. Customer also reported that the insulin pump took longer than normal for the screen to come on. Customer's blood glucose was unknown. Customer declined to do troubleshooting and would like the insulin pump replaced. The customer was advised to see her diabetes educator when she receives her branch new insulin pump to confirm that it functions correctly. Customer declined the insulin pump replacement today due to she was out of town. Customer stated that she would call back. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.